Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The olympus service center found minor scratches on top cover, minor scratches and dings on front panel. Missing UDI overlay sticker. Error e433 occurs as a continuous rebooting cycle due to a faulty generator board (version 14 plus). The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The evaluation has not been completed at this time. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by olympus technician that during maintenance, the hf unit "esg-400 had an error code e433. There was no patient harm or user injury reported due to the event.